Manufacturer narrative:
Date of event: no date provided, used the first date of the year provided.

Event description:
(B)(6) study. It was reported the patient experienced restenosis. The 85% stenosed, 6.0mmx25mm, tasc ii a target classified lesion was located in the right mid superficial femoral artery. The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter with 35% residual stenosis. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0 % final residual stenosis. The subject was discharged with aspirin and clopidogrel. In 2019, the subject was noted with target lesion restenosis greater than 50%. No action was taken to treat this event. At the time this event was reported, it was considered to be not recovered/not resolved.

Event description:
Jetstream china study it was reported the patient experienced restenosis. The(B)(4) stenosed, 6.0mmx25mm, tasc ii a target classified lesion was located in the right mid superficial femoral artery. The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter with(B)(4) residual stenosis. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with (B)(4) final residual stenosis. The subject was discharged with aspirin and clopidogrel. It was further reported that the patient was enrolled into the jetstream china study on (B)(6)2019 and the index procedure was performed on the same day. On (B)(6)2019 , (B)(4) days post index procedure, the subject was noted with target lesion restenosis greater than 50%. No action was taken to treat this event. At the time this event was reported, it was considered to be not recovered/not resolved.